Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered an issue where the patient's orders were showing up under wrong mrn 1.7.3, thereby preventing users from accessing the medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) explained the customer that the patient mrn changed but visit ID remains the same, the received message event was an "update", and a "transfer" message was followed up. The customer was able to find an alternative solution from their end and entered the orders under the new medical record number. The system functioned as intended after the issue was resolved by the customer.